Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03235. The pt received an scs system on (B)(6) 2007. It was reported that the pt's ipg was flipped and the lead became twisted, kinked and possibly fractured. The ipg was also revised and stimulation was captured postoperative. No further info is available at this time.